Event description:
It was reported to boston scientific corporation on december 5, 2008 that a corflo cubby low profile gastrostomy device was used during a feeding procedure performed in 2008. According to the complainant, the locking tab was broken". Procedure completed with a different device. (Product and MFR unk). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.